Manufacturer narrative:
Technician found the empty bed in trauma hallway. Inspection found fluid ingress through ticking, liner and fire barrier. Maintenance pulled bed from service for further inspection. Repair not yet complete.

Event description:
Account stated that blood got onto the mattress and requested further inspection. Maintenance removed the bed from service for further inspection. No injury alleged.